Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. Also, the occurrence of endocarditis in this event is greater than 12 months post implant. Based on the descriptive comments outlined from the journal literature, complaints which occurred greater than 12 months post implant are largely considered to be community acquired (refer to note 1 below). Therefore, the endocarditis is highly unlikely to have originated from the device and/or manufacturing valve process. Endocarditis, regurgitation, and cuspal tear related risks are addressed in the current risk management file. Medtronic will continue to monitor field performance for similar events should they occur. Note 1 - mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001.

Event description:
Medtronic received information that approximately 47 months post implant of this bioprosthetic valve, the patient was admitted for endocarditis, which was treated medically. Severe aortic insufficiency was treated medically. Fifty-five (55) months post-implant, the patient was admitted to the hospital with severe heart failure symptoms. The aortic valve bioprosthesis was explanted and the mitral valve was also replaced. At explant of the aortic valve, significant disease was noted on the leaflets, including a tear of the right leaflet off of the right non-commissure. In the physician's opinion, the torn leaflet represented the majority of the mechanism of the aortic insufficiency. Upon removal from cardiopulmonary bypass (cpb), the heart required one round of defibrillation. After a few minutes of rest, the heart was filled for de-airing, and brisk bleeding was noted between the aorta and the superior vena cava. Exploration revealed that the bleeding was due to a tear in the roof of the left atrium, which was repaired. The patient was then weaned off of cpb without difficulty. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Attempts to obtain additional information have been unsuccessful. Should the device be returned or additional information be received, a supplemental report will be filed. (B)(4).